Manufacturer narrative:
(B)(4). Baxter received the device. The reported system error 322 was confirmed during the eval. It has been determined that the upper and lower aux were the failing components which caused this deficiency. The upper and lower aux were replaced.

Event description:
It was reported that a pump was alarming for a "system error 322." It was also reported that there was no pt injury.